Event description:
Philps received a complaint on a patient information center ix indicating that the customer requested assistance reviewing audit logs following a tachycardia event. The patient developed tachycardia at a rate of 227 bpm but the user indicated there was no alarm. A review of the clinical audit log revealed there was an episode of tachycardia that did occur and the feedback form indicated there was no impact to the patient. Additional information was received which indicated the customer was just trying to verify alarms. Additional details related to the patient and procedure, including delay in care, were requested; however, it was not provided as it was considered confidential.

Manufacturer narrative:
Analysis was performed by a remote service engineer (rse) who provided remote support to the customer which included reviewing of the audit log as well as providing instruction to the customer on how they can export the log for their own review. The results of the analysis indicate that a red alarm did occur for the tachycardia event. Based on the results of the analysis, the product was confirmed to be operating per specifications. The customer was provided the requested information. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.